Event description:
A nurse in the hospital in (B)(6) was injured when the cannula of a stat-let auto clinical safety lancet, pediatric depth, lot nmsm-1205-01, did not fully retract back into the body of the device after being fired. The cannula punctured the nurse in the hand. The nurse was tested for (B)(6). The nurse was provided (B)(6) as a precaution because, the pt on whom the lancet had been used was known to be (B)(6) positive.

Manufacturer narrative:
No remedial action was taken as a result of this reporting. Due to other issues stat medical was no longer purchasing product from the contract MFR (B)(4). We terminated our relationship with (B)(4) in january 2007 and had moved the manufacture of the stat-let auto clinical safety lancet to another MFR where there was greater control of the mfg process.